Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, increased capture threshold resulting in loss of capture and increased pacing impedance was observed on the right ventricular (rv) lead. Lead fracture was suspected but was not confirmed. The lead was capped and replaced to resolve the event. The patient was in stable condition.